Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) got a circuit leak alarm. The patient was reported to have been transferred from another facility with an arrow balloon catheter in place. The rn connected the catheter to the mentioned cs300 and received the alarm. The iabp was then switched to a different cs300 but the same issue occurred. The patient was stable and therapy was discontinued in the ICU. There was no harm or injury to the patient and no adverse event was reported. This report is for the first cs300 iabp attempted to be used reference manufacturer's report 2249723-2020-01702 for the second cs300 iabp.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Manufacturer narrative:
The customer did not request getinge to evaluate the iabp in connection with this event. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) got a circuit leak alarm. The patient was reported to have been transferred from another facility with an arrow balloon catheter in place. The rn connected the catheter to the mentioned cs300 and received the alarm. The iabp was then switched to a different cs300 but the same issue occurred. The patient was stable and therapy was discontinued in the ICU. There was no harm, or injury to the patient, and no adverse event was reported. This report is for the first cs300 iabp attempted to be used reference manufacturer's report 2249723-2020-01702 for the second cs300 iabp.